Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer (fse) was present for a seeg case. The first complaint occurred when the rosa robot would not read the encrypted usb provided by zimmer biomet with the patient folder. After typing in the code on the usb and inserting it into the usb slot on the rosa robot, the light turned red and the patient¿s file did not show up under files available to load on the usb. The second complaint occurred when the fse attempted to save the patient folder from the rosa planning computer onto her non-encrypted usb. She waited 5-10 minutes as it was saving, then took out the usb as it was taking a while and put it back in. The planning station showed that the patient folder was on the usb but it was corrupted. In order to get the patient folder on rosa, the fse copied the patient folder from the encrypted usb onto a new non-encrypted usb flash drive, which worked. These complaints occurred at approximately 1:45 pm. The event occurred while the fse was in the or, when the patient was going under anesthesia, before the procedure.

Manufacturer narrative:
As a first event, the rosa device would not read an encrypted usb key which was probably not ntfs encrypted and so, not compatible with rosa devices. Then, the patient folder was exported onto a non-encrypted usb storage and, when the usb key was put it back in the laptop, the patient folder appeared as corrupted. According to the complaint description, the export of the patient folder took a while, so the user removed the usb stick while data transfer was still in progress. This practice is known to corrupt data being copied. However, not enough elements are provided to determine the root cause for the issue with certainty.

Event description:
The company field service engineer (fse) was present for a seeg case. The first complaint occurred when the rosa robot would not read the encrypted usb provided by zimmer biomet with the patient folder. After typing in the code on the usb and inserting it into the usb slot on the rosa robot, the light turned red and the patient¿s file did not show up under files available to load on the usb. The second complaint occurred when the fse attempted to save the patient folder from the rosa planning computer onto her non-encrypted usb. She waited 5-10 minutes as it was saving, then took out the usb as it was taking a while and put it back in. The planning station showed that the patient folder was on the usb but it was corrupted. In order to get the patient folder on rosa, the fse copied the patient folder from the encrypted usb onto a new non-encrypted usb flash drive, which worked. These complaints occurred at approximately 1:45 pm. The event occurred while the fse was in the or, when the patient was going under anesthesia, before the procedure.